Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, one curved opening and total delamination of valve. A leak test was performed which identified delamination and opening. A microscopic analysis was performed which identified total delamination of valve and one opening curved striated. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure and one opening curved striated assessed as surgical damage.

Event description:
Healthcare professional reported "there is a small slit" in the implant which is believed to have been made during surgery. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "there is a small slit" in the implant which is believed to have been made during surgery. This record is for the right side. Device has been explanted.